Manufacturer narrative:
Visual examination of the returned device found the top three threads were completely torn off. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. A definitive root cause for the inner threads of the polyaxial¿s screw tulip head becoming torn cannot be positively determined. However, visual examination suggests inadvertently cross threading during insertion. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Awaiting sample: a follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device not yet returned for evaluation.

Event description:
On (B)(6) 2017, the surgery for spinal canal stenosis was performed using the expedium system. During the surgery, although the surgeon tried to put a rod (part#: unk) into the screw, a set screw (part#: unk) could not be set because the screw-head of the reported product (part#:186731750 / lot#:140823) got broken. The surgeon dealt with this event by adjusting the bending of the rod and replacing the reported product with a new one. No broken parts were confirmed to be left in the body and the surgery was successfully done with a 30-minute delay. There was no adverse consequence to the patient.